Event description:
Pt has had implants since 1975. She has a rupture in the right implant. Grade 3 capsule cont bilat capsular contracture bilateral with bilateral deflation of gel implant. Operation: bilateral open capsulectomy with exchange to gel implants mentor mod plus 750 ml.